Event description:
Follow-up information revealed the patient underwent surgical intervention at which time the ipg was explanted and replaced. Reportedly effective therapy resumed following the procedure and the issue is resolved.

Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient last felt stimulation in (B)(6) 2016. The patient's ipg was inoperable. The abbott representative met with the patient and confirmed the issues. Subsequently, the patient will undergo surgical intervention as the next course of action.